Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and a corrected report was issued. Siemens has requested the log files to be provided for investigation but to date, have not been received. The cause of this event is unknown.

Event description:
The customer reported false positive troponin results from the stratus cs when compared to the same stratus cs and a non-siemens lab analyzer. There was no report of injury due to this event.

Manufacturer narrative:
The requested log files have not been received. No further investigation is possible. The root cause cannot be determined.